Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit due to a blood glucose level ranging from 324-341 mg/dl and high ketone levels. A correction bolus via the pump was delivered and a manual insulin injection was administered to address bg level prior to arriving at the ER. Customer was treated with intravenous fluids of saline and insulin, and was released from the hospital on 2022-07-06 with no permanent damage. Reportedly, intermittent occlusion alarms occurred. The customer reverted to manual injections for insulin therapy.